Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds during routine follow up. Reportedly, the sensing and impedance measurements were adequate. The decision was made to reposition this lead and it then exhibited adequate capture thresholds and the event was resolved. The rv lead remains in service. No additional adverse patient effects.